Event description:
It was reported that while in the cath lab, the md inserted the sheath via the femoral artery. The intra-aortic balloon (iab) was prepped per instruction. The iab membrane began to unwrap while the md was advancing it into the sheath. The md removed the sheath with the iab as one unit. Another iab was inserted to complete the procedure. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.